Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high capture threshold and r-wave amplitude variation were noted on the right ventricular (rv) lead. An x-ray was performed, and device migration was confirmed along with the slack of the rv lead being pulled likely resulting in poor contact. The physician elected to explant and replace the rv lead. The device remained implanted. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, r-wave amp variation, and lead slack issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.